Event description:
It was reported an angio-seal device was deployed in 2004. Three days post deployment, the pt developed an infection in the right groin. The pt received zinacef; an antibiotic, intravenously (IV). Then approximately ten days later, the abscess in the right groin was clear. The physician ordered three months of oral antibiotics for the pt upon discharge (until the angio-seal absorbable components are gone).